Event description:
It was reported the patient experienced ineffective stimulation. In turn, the patient stopped charging/using the system. As a result the system is nonfunctional. The patient declined trouble shooting and requested for an explant on the scs system. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.